Event description:
Multiple issues with thunderbeat error messages, transducer changed x 2 due to repeated short circuit error messages, probe check would repeatedly pass. First handpiece changed after seal/cut button would no longer function, lot # 3jb053. Unit appeared to function without error after handpiece and transducer changes.